Event description:
It was reported that the sheath demonstrated resistance during aspiration. During treatment for atrial fibrillation, a faradrive steerable sheath clear was used. Difficulty was encountered when attempting to aspirate through the sheath's hemostasis valve. The original sheath was subsequently used, and the procedure was completed without patient complications. The patient recovered fully.